Event description:
The customer reported an imx bhcg result of 9194 mlu/ml on a female patient. The sample was retested four days later and the imx bhcg result was 22944 mlu/ml. The sample was sent to a reference laboratory for testing which confirmed the repeat imx result. No impact to patient management was reported.

Manufacturer narrative:
To troubleshoot the issue, the customer performed a buffer run and identified splashing at the predilution well. The customer decided to change the probe and perform boom calibration with level sense and repeat the buffer run. After replacing the probe, the customer performed a buffer run and was unable to get a passing level sense. Abbott field service was then requested to resolve the issue. Abbott field service replaced the multivalve block and the sample and diluent syringes with interconnect tubings. Upon follow-up by abbott, the customer stated that the level sense was still not resolved and abbott field service was dispatched again to evaluate the imx analyzer. No problem was observed. Service was unable to verify the issue. To optimize the system, the abbott field service representative lubricated the boom shafts and adjusted the boom levels. A dispense check, meia photocheck, and precision run on the b-hcg low control passed. The customer stated that the analyzer is now running to the laboratory's expectation. Since multiple components were replaced and maintenance procedures were performed, the exact cause of the erratic results could not be determined. This is the final report.